Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A right atrial (ra) lead was present in the patient as well, but was not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the rv lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, advancement was made to approximately one inch from the rv lead tip, where the lead insulation had "snowplowed" (bunched up on itself); therefore, a 16f glidelight was used to advance over the snowplowing. The distal tip of the rv lead was noted to be significantly scarred in the apex of the heart, but with the use of traction and the rate lowered to 40 on the 16f glidelight, the lead was freed and removed through the glidelight. A new guide wire was advanced to provide access for a new rv lead; however, the patient's blood pressure dropped and a significant pericardial effusion was detected via transesophageal echocardiography (tee). Rescue efforts began, including a subxiphoid window and suction, and an rv perforation was detected. Efforts resulted in the effusion improving and the patient stabilizing, and the procedure was completed. However, the patient was brought back to the or later that day due to continued bleeding. A single stitch was placed in the rv apex through the existing subxiphoid window, and the repair was effective in controlling the bleeding. The patient survived the procedure. The physician believed the perforation was caused by the significant scarring of the rv lead tip at the rv apex, and with traction, the lead broke free, bringing heart muscle with it. This report captures the lld ez providing traction within the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b.): the patient's gender is unknown. H3): the lld ez was not returned, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.